Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on an unspecified date, an a2114 mayfield infinity xr2 skull clamp's left and right pawls were cracked. Additional information was received on 18jul2018 from the customer indicating that the issue was discovered before surgery. The customer did not know what the staff did after the product issue was discovered but the customer did indicate that the procedure was completed.

Manufacturer narrative:
The device was returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Unit received with the left and right pawls are cracked. Unit received without pedi rocker arm or suit case; general maintenance and cleaning required. Failure analysis by repair depot confirmed complaint event. Device as received failed functional tests due to left and right pawls cracked. Root cause is unknown, however per the repair depot team, the most likely reason is wear and tear.

Event description:
N/a.